Manufacturer narrative:
The suspect unit has been returned to the service department. Battery and mainboard found defective. Accuscreen with defect mainboard has been replaced with new ato unit. Battery was defect / burned and has been replaced with a new battery. Accuscreen and probe has been calibrated,safety,function and final tested successfully.

Manufacturer narrative:
Update (B)(6)2020 product has been returned. A CAPA review has been conducted. There are no capas related to this issue. Risk documentation has been reviewed. Fire / explosion hazards related to battery failure are addressed in the risk documentation. The root cause for this failure mode has not yet been established. Investigation is ongoing.

Event description:
Battery seems to have been on fire or punctured. This has damaged the battery lid.

Event description:
Battery seems to have been on fire or punctured. This has damaged the battery lid.

Manufacturer narrative:
Patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this is not applicable as no patient injury occurred. Suspect products - not applicable. Expiration date / UDI # missing. If implanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. Reprocessor name and address - this is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this is not applicable as the medical device is not ind. Adverse event terms - this is not applicable to medical devices. Device manufacture date - unknown. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Battery seems to have been on fire or punctured. This has damaged the battery lid.

Manufacturer narrative:
Update 17th january 2020 product has been returned and investigation is pending.